Manufacturer narrative:
Follow-up # 1 (03/06/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The patient compared their verio pro meter to another verio pro meter. The patient had obtained a 8.9 mmol/l on their verio meter and less than 30 minutes later obtained a 4.4 mmol/l on another verio pro meter. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since meter to another meter comparison is greater than 30 mg/dl or 30%.